Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system has not syncing patient data. A technical support specialist checked the issue was addressed by first dialing into the carefusion coordination engine system. It was confirmed that the eset policy had already been updated, and the file had been successfully restored. The carefusion coordination engine services were then restarted, which re-established communication with the pyxis machines. Finally, an exclusion was set for the eset 7 file path to prevent future interference. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es heartbeat delayed 1400 minutes, system was not updating new patients or new admits to the ER. The customer stated that the nursing staff could not remove medicines needed for these patients. There were no adverse events or injuries reported based on this incident.